Manufacturer narrative:
The pump was not available for eval. The serial number of the device was not identified. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under (B)(4).

Event description:
The facility's nurse reported that a pump did not alarm when an alarm was expected. No medical intervention or injury was reported for this event. No add'l info is available.